Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited intermittent undersensing noted during a tachy episode. No changes or interventions were reported. The patient was in stable condition.